Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after attempting to fill with insulin with multiple cartridges during the load process. The customer added insulin and was able to complete the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer was not using tandem provided syringes.